Event description:
It was reported that there had been an incident due to ventilator unit being attracted to the mr-scanner. There was no patient harm. (B)(4).

Manufacturer narrative:
Our complaint investigation is finalized. The complaint is based on information from the distributor and the evaluation of the device logs that were received. The device logs confirm a technical error code indicating an internal power error on the printed circuit board, that is a consequence of that the device was positioned too close to the mr-scanner. The technical error occurred at time 9:50 on the given date of event. The customer indicated that the wheels of the ventilator were locked, however the locking screw between the base unit and the mobile cart was not sufficiently locked. Our conclusion into this matter is that the incident occurred due to user not handling the device according to instructions of usage. This is supported by the mr-compatibility test date in the agreement, which indicates either the agreement was re-done or missing from the start. Our distributor is now ensuring that the requirements according to the mr agreement are in place and understood.

Event description:
(B)(4).